Event description:
Rptr had hernia operation 2 years ago and the pain never went away. A mesh was implanted and rptr thinks it is causing the pain. It can be very intense, so much, so sometimes that rptr can hardly walk. He would like to know if the mesh has been recalled.